Event description:
It was reported, the patient is deceased and died approximately one month post implant. The patient is reported to have felt uncomfortable, called family and then lost consciousness at home. The patient was taken to the hospital for resuscitation. Information from the patient's family reported that the patient was having a tachyarrhythmia surrounding the time of death which was not noted during device interrogation. The patient's family reported concern that the device did not accurately identify the tachyarrhythmia. The physician stated, the death was more related to the patient's own disease status. An autopsy was performed and the result is not available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).